Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Event description:
We have been informed by a surgeon about the following event: plate to be retrieved was been implanted during a year and a half. During the explantation, the surgeon noticed that the blocking screw was fused with the plate. The screwdriver used during the surgery was broken, the surgery could be finalized with an extraction kit from other supplier. Plate was broken to be explanted. Surgical delay of 90 minutes.

Event description:
We have been informed by a surgeon about the following event: plate to be retrieved was been implanted during a year and a half. During the explantation, the surgeon noticed that the blocking screw was fused with the plate. The screwdriver used during the surgery was broken, the surgery could be finalized with an extraction kit from other supplier. Plate was broken to be explanted. Surgical delay of 90 minutes.

Manufacturer narrative:
The reported event that tibial plate, proximal medial axsos 3 ti for left tibia 5 hole / l84mm was alleged cold welding could be confirmed, since the returned device matched the reported failure. Based on the reported event and the visual inspection, the root cause can be attributed to a user related issue. Visual inspection was performed, the plate was received with a part of the screw still stuck in one of its holes. The screw is completely damaged and deformed beyond the point of identification. The head of the screw is severely damaged, likely due to numerous unsuccessful removal attempts. The plate is found to be broken near the screw, in order to extract the plate as mentioned in the event. The plate also shows considerable number of severe hit marks, likely due to application of uncontrolled forces during extraction. As per the reported event, the removal of the implant was being done after a period of 1.5 years of implantation. Considering the long duration between implantation and explanation of the implants, it is highly likely that there could be case of bone ingrown, the user should consider this possibility and make use of proper extraction kit for the explanation surgery. The operative technique clearly states that ¿the implant intended for temporary bone fixation. In the event of a delay in bone consolidation, or if such consolidation does not take place, or if explanation is not carried out, complications may occur, for example fracture or loosening of the implant or instability of the implant system. Regular postoperative examinations (e.g. X-ray checks) are advisable¿. Due to the nature of the returned device, a functional and dimensional inspection was not possible. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.